Manufacturer narrative:
Event date: not reported; therefore, the first date of the month of the aware date was used.

Event description:
It was reported that balloon rupture, catheter removal difficulty, and shaft break occurred. The target lesion was located in the left main (lm). A 4.50mm x 8mm nc emerge balloon catheter was advanced to post dilate a stent. When the balloon was inflated beyond rated burst pressure, the balloon ruptured. The catheter shaft was pulled excessively in attempt to remove the device; however, the shaft broke. The balloon had to be trapped out of the guide and left main. No further patient complications were reported. The patient was discharged home and is doing well.